Event description:
It was reported that during a lap roux-en-y, the device stopped working halfway through the case. Instrument error code. Removed and put on next one, tested and worked okay. Within 20 seconds instrument failed. Pulled third to finish without incident. No pt consequence and 2 devices returning.

Manufacturer narrative:
H.6.: cracked blade. Analysis summary: based on analysis results, this event is now determined to be an MDR malfunction. The analysis results found that the device was returned with the blade cracked and scratched. Due to the damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with other instruments during use: and "scratches on the blade may lead to premature blade failure." The batch history records were reviewed with no anomalies noted during the mfg process. Complaint info is trended on a regular basis to determine if further investigation is warranted.